Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose levels was 396 mg/dl. Customer's blood glucose value was 600 mg/dl. The customer reported that insulin pump had no delivery alarm. Customer stated pump vibrated and received a motor error alarm, then changed site and infusion set and used a manual syringe to give herself insulin. Customer stated that the insulin drops and rewind completed, checked blood glucose and was at 600 mg/dl. The product was not returned for analysis.